Event description:
It was reported by the doctor alleging that a patient has an olecranon plate where the locking screws are loosening from the plate.

Manufacturer narrative:
Evaluation summary: the reported event that several locking screws backed out of the plate could be confirmed with the help of an x-ray provided by the healthcare facility. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contains the following statement for this reported event: ¿screws not sufficiently locked/tightened during surgery.¿ the instructions for use for non-active implants v15013/j were reviewed. The following statement related to the reported failure mode is included: ¿ensure that you are familiar with the intended uses, indications/ contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] intra-operative: [¿] after the procedure check the proper positioning of all implants using the image intensifier.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the doctor alleging that a patient has an olecranon plate where the locking screws are loosening from the plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.